Manufacturer narrative:
(B)(4). Investigation summary: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Appearance and np end were inspected for 7 pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Investigation conclusion: no action at the moment regarding the investigation conclusion that the compliant investigation can¿t confirmed manufacture issue. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the needle bent can¿t identified that caused by manufacturing process. Rationale: no CAPA needed.

Event description:
It was reported that pen needle 32 g x 4 mm 14 pack was unable to deliver medication. This occurred on 2 occasions during use. The following information was provided by the initial reporter: the client bought the needle in hospital 20 days ago, and customer found the two needles was bent inside. The client could not push the liquid medicine when using the needle, and then found the needle was bent.